Manufacturer narrative:
Customer provided additional concomitant product.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusions alarms occurred. Customer's blood glucose ranged from 300-575 mg/dl. Elevated blood glucose was addressed with a manual injection and inhalable, fast-acting insulin. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred.